Event description:
The doctor claims that the graft was implanted in 1999, as a right femoral-popliteal graft. Approximately thirty days after implantation, the patient was noticed to have an infection. The graft was subsequently explanted and the patient underwent an amputation in 1999. The patient's condition and procedure outcome are unknown and unattainable. The hospital reported that the graft was destroyed.